Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medsun report.

Event description:
User facility medwatch report received that states: "describe the event or problem: suture broke off. Procedure completed as normal." What was the original intended procedure? Not known. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known. It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, the suture broke. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.